Event description:
It was reported that the patient had a rechargeable device put in last friday, and they had charged it to 100% on tuesday, and when they checked it last night, it's only at 40%. Caller wanted to know if it's normal for the implantable neurostimulator (ins) battery to go that low in 24 hours, and if they should charge their ins everyday. Agent reviewed that the battery longevity will vary depending on how the therapy was programmed, which caller stated that the therapy was programmed to 4. Agent recommended to recharge everyday. Caller said that they will talk to the healthcare provider (hcp) , and ask if they could turn the therapy setting down. Agent documented reported events. Patient called back reiterating complain regarding being unhappy with how quickly their implantable neurostimulator (ins) depletes. Patient stated that the device itself uses too much current; it was using too much electricity. When reviewing recharging habits, patient said that that recharge their implant, but the next day it's down 20%; they have to charge it every other day. The expectation set with him was that he would only need to recharge every 7-10 days. Agent explain recharge time can sometimes be determined by his stimulation and therapy settings, patient said he already lowered his settings down to 3. The patient was redirected to their healthcare provider to further address the issue; patient had an appointment with provider set for nov-19.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.